Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2019, the patient had an MRI and since the MRI their stimulation hadn't been quite right. They explained that the stimulation was not covering the same areas it used to cover; they had a loss of therapeutic effect. They were redirected to see their doctor to have their device checked. No further complications were reported or anticipated.